Event description:
Information was received that a smiths medical cadd cassette reservoir had leaked in the curve where the tubing meets the pouch. Incident was noted during compounding; no patient involvement.